Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). After the transseptal puncture was completed, 5000 units heparin was administered. The activated coagulation time was 138 seconds. An additional 3000 units heparin was administered. A thrombus was observed on the distal end of the was sheath. The activated coagulation time now measured over 400 seconds. The closure device was successfully implanted and the procedure was completed. 45 minutes post procedure, the patient experienced a cerebral vascular accident. A thrombectomy was performed after which motor function was normal but the patient exhibited confusion. On (B)(6) 2022, the patient was fully recovered and discharged.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). After the transseptal puncture was completed, 5000 units heparin was administered. The activated coagulation time was 138 seconds. An additional 3000 units heparin was administered. A thrombus was observed on the distal end of the was sheath. The activated coagulation time now measured over 400 seconds. The closure device was successfully implanted, and the procedure was completed. 45 minutes post procedure, the patient experienced a cerebral vascular accident. A thrombectomy was performed after which motor function was normal but the patient exhibited confusion. On (B)(6) 2022, the patient was fully recovered and discharged. It was further reported a hematoma occurred on the same date as the index procedure.

Manufacturer narrative:
B5 event description updated, h6 patient codes updated.